Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a shock impedance measurement of greater than 200 ohms. Boston scientific technical services discussed trouble shooting options with the health care professional (hcp). There were no adverse patient effects reported. The system remains in service.